Event description:
Pt was taken to surgery for laparoscopic appendectomy. The endo-gia stapler was placed across the appendix and fired. The stapling device fell apart in the pt's abdomen. Laparoscopic approach was abandoned & surgical incision was made using a knife.